Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced a blood glucose (bg) level of 537 mg/dl. Customer reverted to an alternate pump to address bg. A new cartridge was loaded and the pump performed as intended. Reportedly, the pump was worn against the skin resulting in temperature changes prior to the occlusion alarms announcing. Customer reverted to alternate insulin therapy.